Event description:
This ra lead was implanted on (B)(6) 2010 and was capped on (B)(6) 22012 due to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) center in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).